Manufacturer narrative:
Approximate age of device ¿ 5 year, 1 month and 17 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The manufacturer¿s technical service representative reviewed the submitted log file and observed a constant driveline fault alarm which was known to be true based on a program that identified the brown wire in phase 2 as carrying minimal to no current. Only one wire that carried current in phase 2 remained and if it broke, the pump would cease to function. Other than the known driveline fault, there were no other issues found. Additional information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline (dl) wire damage that would have contributed to the reported driveline fault alarms captured in the submitted log files. The device was returned assembled with the driveline (dl) severed approximately 15¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 25¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. (B)(4) appeared to have been exposed to a fixative prior to return for evaluation. Upon disassembly visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline was performed and found that the brown wire produced an open circuit. All remaining wires passed continuity testing. The bionate cover and metal braided shield were carefully removed from the dl to evaluate the underlying wires. Visual examination of the pump-end segment of the dl revealed a complete fracture in the brown wire approximately 2.5¿ from the pump housing. The distal portion of the brown wire had been pulled out slightly and further inspection revealed a partial breach approximately 1 cm from the severed end. Inspection of the other wires revealed a breach in the orange wire approximately 2.75¿ from the pump housing. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining portions of the dl revealed no obvious breaches to the wires. Hi-pot testing of the returned driveline segments revealed no additional areas of compromised wire insulation and current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the brown wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to a functional issue. A functional issue could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. The heartmate ii lvas IFU (document 106020, rev. H) is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated the patient's pump was exchanged on (B)(6) 2018.